Event description:
It was observed during the device inspection, that the adhesive around the objective lens of the videoscope was peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors or handling of the device. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use which state: instructions for ltf-s190-5/10, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.